Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seals missing. Crack found on right plunger case and chip on top case. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was verified/duplicated. Force sensor bridge test was found at power up and force sensor unable to calibrate. The investigation found that the force sensor cable had been detached due to incorrect assembly by customer, which was also the cause of the reported problem. It was recommended replacing the force sensor as corrective action. The root cause of reported problem was traced to customer damage/user interface. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation

Event description:
It was reported that the device exhibited a bridge sensor failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.